Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2002. The lens was explanted on (B)(6) 2012 due to cortical lens opacity. The cataract was removed and an iol was implanted. The patient's bcva was 20/20.

Manufacturer narrative:
Event problem: patient: (B)(4) - surgical procedure, secondary surgery, (B)(4) - cataract, induced. Device: (B)(4) - explanted. (B)(4).

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - cortical opacity is a type of lens opacity which is usually age-related and may occur earlier in high myopic eyes. Icl related opacities are usually anterior located and sub-capsular. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).